Event description:
Additional information was received from the patient. They reported that their device has not worked since implant and now they self catheterize. Patient stated that they were receiving a "communication lost" message. Agent reviewed that patient possibly had a trial handset. Agent had patient leave app and ensure that the mytherapy application was installed on their handset. Patient noted that it was there, clicked on it, and attempted to connect but continually received device not responding. Agent had patient continually reposition communicator but the issue was not resolved. Patient stated that they were ready to give up and try again another day. The patient mentioned they have a shoulder problem. Agent redirected patient to their hcp for further assistance. The issue was not resolved via troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back in and stated that the device never worked and they have to catheterize. The caller was going to have a surgical procedure to remove the device, but they need to turn it off prior to the surgery. Handset screen was going black before caller could make a choice on the screen. Conferenced in hcit and they helped adjust the screen display timeout to be much longer. Caller was then again to use the handset in the app. Caller was repeatedly seeing "device not responding". Agent noted that our notes indicate that the ins is on the right side, the caller was trying the left side. Caller tried repositioning over the right, but was seeing the same thing. The caller was too tired to continue and wanted to take a break. Reviewed to call us back later and we can try again to communicate with the implant and make sure it is turned off for the surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they don't think the device has ever really helped them with bladder control at all and they usually have to self-catheterize to empty the bladder. Patient did not know why the therapy was not effective for them but wondered if it was due to their age or medical history, noting they had trigeminal neuralgia and had surgery to cushion the nerve. Patient was considering discontinuing ins therapy and turning therapy off or removal. Patient has an upcoming appointment with managing physician to discuss next steps.